Event description:
While sealing vessels during a case, the surgeon waited for tone change, but the thunderbeat failed to seal the vessel. The pt experienced 500-600 milliliters of blood loss intra-operatively. No errors shown on machine. The pt did not require blood transfusion or have any significant morbidity, but the theatre time was prolonged. The surgeon had to rely on bipolar instruments and the procedure was completed. The pt was discharged as normal. The surgeon does not believe the pt's medical history had any bearing on the failure of the vessel sealing.

Manufacturer narrative:
Since the subject device was not retained by the user facility, olympus could not evaluate the device. The exact cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. If add'l info is rec'd, this report will be supplemented.